Manufacturer narrative:
Additional information: result: known inherent risk of procedure. The commander delivery system was returned to edwards lifesciences for evaluation. During the pre-decontamination visual examination, a slight kink was observed on the balloon shaft just proximal to the handle strain relief, likely due to return shipping. Following functional testing, the strain relief was removed. A complete separation of the balloon shaft was observed distal to the y-connector. No other visual abnormalities were observed. During functional testing, with the strain relief in place, a gross leak was observed during balloon inflation. Fluid was observed underneath the strain relief distal to the y-connector. Dimensional analysis of the outer diameter (od) of the balloon shaft distal to the break was measured. All measurements met manufacturing specifications. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Also, balloon catheters are 100% leak tested. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and inflation and deflation time; all samples passed visual inspection. During tensile testing, this lot was acceptable. The complaint for delivery system leakage was confirmed based on the condition of the returned device. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that a potential manufacturing/design related issue may have also contributed to the complaint event. Due to the severity associated with balloon shaft fracture near the y-connector, and other similar confirmed complaints, a risk assessment was performed and corrective/preventative actions are being addressed through a CAPA. This unit was manufactured prior to the implementation of any changes. A review of complaint history from (B)(6) 2015 to (B)(6) 2016 revealed other returned complaints confirmed for commander delivery systems leakage distal to the y-connector (all sizes). A review of complaint history for the month of (B)(6) 2016 revealed that the occurrence rate for the trend category of commander delivery system leakage did not exceeded the trend category control limits. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a tavr procedure, fluid leakage from the commander delivery system was observed during deployment of a 23mm sapien 3 valve. During the sapien 3 valve deployment, the delivery system balloon only partially inflated. Fluid was noted on the field and it was thought that the inflation device stop cock had moved out of position. Additional volume was added to the inflation device and a second attempt was made to fully inflate the balloon. During the second attempt, fluid was observed to be exiting from the back end of the delivery system. Multiple attempts were then made to inflate the balloon while maintaining rapid pacing. The delivery system balloon was finally inflated enough to deploy the valve to stay fixed in the annulus. The valve was not fully expanded, so the delivery system was withdrawn and a bav balloon catheter was used to fully expand the valve. The valve was fully deployed in a final 80:20 aortic/ventricular (a/v) intended position. No consequences to the patient were reported. The native annulus measured 19mm by tee and 19mm x 22mm by CT with a valve area of 340mm2. Mild annular calcification and moderate native leaflet calcification was reported.